Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that signal loss over one hour occurred. Date of issue is an approximation. The patient's blood glucose (bg) went low (no specific values provided) and she fainted due to not getting values during the signal loss. People at her home noticed and assisted her. No details of the bystander assistance were reported. No ambulance or hospital visit were required. She did not sustain any injury and at the time of the report was doing fine. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No additional patient or event information is available.